Event description:
My husbands pacemaker was st jude model pm2210, serial number (B)(4), implanted (B)(6) 2011. He had been diagnosed with pulmonary emboli summer of 2018 and was on coumadin. Inr high therapeutic 2 days prior to sudden death. After maze procedure in 2011 he required fixed rate pacing. Later changed to demand at rate of 70. Spoke to ed 39 min prior and all was fine. Came home heard him snoring when I went into bedroom he was gone. Body warm no discoloration noted. Started CPR could not feel pulse and no breathing. When emt fire arrived I watched monitor and never saw pacer spikes. Later saw a couple spikes. I have always wondered if pacemaker failed. I am an rn worked ICU and I was director of quality, risk management and compliance for mercy medical group. We assumed pe but he was max coumadin. I still question pacer failure. No autopsy was performed. Pacer was removed by funeral home I assumed it was sent back. I was charged (B)(6) to remove pacer prior to cremation. Appreciate hearing from you. FDA safety report ID # (B)(4).